Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the dependent patient presented via remote transmission, noise which resulted in intermittent loss of capture due to auto mode switch (ams) was observed. It was later reported that the episodes actually occurred around the time that the patient was doing electrical work with ungrounded outlets. The patient experienced dizziness which may or may not be related to the episodes. Programming changes were made and the patient has not reported any consequences following.